Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and the pinnacle pelvic floor repair kit and a sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation concurrently with anterior/posterior repair, enterocele repair and sacrospinous suspension. It was reported that due to vaginal scarring and dyspareunia, patient underwent revision of mesh on (B)(6) 2010 by implanting surgeon. Intraoperatively, there was rectal injury which was repaired at the same time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to stress urinary incontinence, cystocele, rectocele, and enterocele. The patient experienced pain, erosion, bowel problems, bleeding, dyspareunia, and vaginal scarring.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.